Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(4). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2024, it was noted that the patient had a minimal pericardial effusion. There was no intervention performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6)((B)(6)) it was reported that on (B)(6)2024, a 25mm amplatzer amulet occluder was successfully implanted in a patient. Prior to transseptal puncture, transesophageal echocardiography (tee) noted trace pericardial effusion adjacent to the right ventricle. On (B)(6)2024, it was noted that the patient had a minimal pericardial effusion. There was no intervention performed.

Manufacturer narrative:
An event of minimal pericardial effusion was reported. There were no reported adverse events during procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was reported that prior to transseptal puncture, transesophageal echocardiography (tee) noted trace pericardial effusion adjacent to the right ventricle. There was no intervention performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.